Manufacturer narrative:
(B)(4). Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The root cause of this event cannot conclusively determined; however, patient related factors likely contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a 2625 19mm bioprosthetic aortic valve, implanted for 13 years and three (3) months, was explanted due to stenosis secondary to pannus ingrowth. The explanted device was replaced with a 3300tfx 21mm bioprosthetic valve. Per medical records, this case involved a (B)(6) female with history of avr, CABG x2, cad with stenting, atrial fibrillation and ppm. She presented with progressive dyspnea, shortness of breath with chf symptoms. She was found to have stenosis with peak gradient of 51mmhg and doppler continuity of 0.6 sq cm ava. She underwent redo avr with annular aortic enlargement with extended nicks procedure and dacron patch repair of the annulus, mitral valve leaflet, and left atrial dome. Intraoperatively, echocardiogram revealed a very small bioprosthetic valve with significant gradient, small aortic root with left ventricular outflow tract, and minimal aortic regurgitation. Also, patient had secondary mitral valve regurgitation, presumably due to severe aortic stenosis. Attention was turned to the aortic valve. The aorta was found to be thickened with proximal calcific debris. The 2625 19mm bioprosthetic valve was observed to have heavy pannus in growth that extended to the lvot and mitral valve. The porcine valve was excised and revealed a large vsd grasping the septum and pulling downward and the tricuspid valve was visible. In addition, the mitral valve had been separated from aorto-mitral curtain below the annulus. An oval patch was sewn into place for repair. A 3300tfx 21mm bioprosthetic valve was implanted using sutures. It functioned nicely and mitral valve regurgitation was improved. There was no aortic insufficiency. Patient was slowly weaned from cpb with inotropic support. Echocardiogram revealed excellent flow and contractility, and no paravalvular leaks. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.